Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number has been provided. Review of the device history is forthcoming. A follow-up will be submitted with all relevant info. (B) (4).

Event description:
Device issue: separated guide wire tip. Time of device issue: during the procedure. Adverse event: separated guide wire tip remains in the pt's leg. Onset of adverse event: during the procedure. User facility medwatch received that states, "during successful revascularization of a pulseless leg by percutaneous transluminal angioplasty, a small tip of the abbott hi-torque whisper guide wire disconnected and was left behind. It was felt to be too difficult to pass a snare through to retrieve the tiny piece of wire due to the size of the vessel. The risk of attempting to retrieve it outweighed the benefit. No additional event or pt info is available.